Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple drawer and cabinet failed to detect on bus and that required maintenance, and it would not allow the user to perform recoveries. The device had also shown as not communicating on the es server, even though the corresponding communication loss icon did not appear on the device itself, which located on vbcathlab4. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer and cabinet was failed and required maintenance. A field service engineer (fse) arrived at the station and found the network cable plugged into the wrong wall jack and all firewalls fully enabled. The network cable was moved to the correct jack and the firewalls were disabled. Communications and all drawer functions returned to normal. All drawers recovered automatically during the restart, and the connection to the server was verified through the data synchronization tab. The system functioned as intended after the field service engineer repaired the device.